Manufacturer narrative:
As no lot number was provided, the device history records could not be reviewed. The manufacturer did not receive x-rays, or other source documents for review. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient had a revision procedure four years post-implantation due to aseptic loosening and infection. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Additional: h2, h6 correction: a2, b4, f10, g4, g7, h10 device history records (DHR): the DHR check could not be performed as the lot number was not available. No trend considering the following event is identified: infection, aseptic loosening event summary: njr informed zimmer biomet about certain patient's experiences with alloclassic sl stems resulted in revision surgeries. The case at hand treats the experience of a 68 years old male patient. The patient was revised around 4 years post implantation due to infection and aseptic loosening of the stem.. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination for "infection" for the alloclassic, sl stem using rmw: - biological contaminated device is implanted due to cleaning process failure not possible -> the sterilization method is validated according to the sterilization specification. Therefore, this cause can be excluded. - biological contaminated device is implanted due to sterilization process failure not possible -> the sterilization method is validated according to the sterilization specification. Therefore, this cause can be excluded. - biological contaminated device is implanted due to contaminated device due to packaging failure not possible -> a systematic issue with the packaging design would have been detected as part of the issue evaluation assessment. Therefore, this cause can be excluded. - biological contaminated device is implanted due to inadequate transport/handling/storage condition => possible, the handling and storage of the component is outside of zimmer biomet control. Therefore, this cause cannot be excluded. - biological contaminated device is implanted due to explanted implant is used for new implantation surgery not possible -> no information recieved, that a single use device was reused. Therefore, this cause can be excluded. Root cause determination for "aseptic loosening" for the alloclassic, sl stem using rmw: - aseptic loosening of stem due to incorrect distribution of load due to design not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment. - aseptic loosening of stem, bone fracture due to insufficient primary stability due to design not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment. - aseptic loosening of stem due to insufficient secondary stability due to blasted surface structure not possible -> a systematic issue with design and or material would have been detected as part of the issue evaluation assessment. - aseptic loosening of stem due to insufficient secondary stability due to surface structure not possible -> a systematic issue with design and or material would have been detected as part of the issue evaluation assessment . - metalosis, aseptic loosening of stem due to excessive wear due to micromotion in taper connection (fretting) => possible, since no device received for investigation, the condition of the componen is unknown. This cause can therefore not be excluded. - aseptic loosening of stem due to laser marking not readable in normal lighting conditions use of wrong stem => possible, no information about issue with not readable laser marking received. However, since no device received for investigation, it cannot be verified if correct stem was used. This cause can therefore not be excluded. - implant dislocation/loosening due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant => possible, no information about packaging issue received, however, since no device received for investigation, it cannot be verified if correct stem was used. This cause can therefore not be excluded. Root cause determination for "infection" for the metasul durom, component for acetabulum, using dfmea: - septic loosening due to infection through contaminated implant => not possible: the sterilization method is validated according to the sterilization specification for durom acetabular component. Therefore, this cause can be excluded. - septic loosening due to surgeon implants a device although the expiration date has been reached => possible: since the lot number of the device is unknown this cannot be checked. Therefore this cause cannot be excluded. - septic loosening due to implant contaminated during or, resterilization => possible: the handling of the component is outside of zimmer biomet control. Therefore, this cause cannot be excluded. Root cause determination for "infection" for the metasul ldh, head using dfmea: - infection due to non sterile head implant due to incorrect sterilization method => not possible: the sterilization method is validated according to the sterilization specification. Therefore, this cause can be excluded. - infection due to non sterile head implant due to inadequate packaging => not possible: a systematic issue with the packaging design would have been detected as part of the issue evaluation assessment. Therefore, this cause can be excluded. - unsteril product due inproper handlung during surgery due to unsafe use of device, injury of patient, surgeon, or- or workshop-staff => possible: the handling of the component is outside of zimmer biomet control. Therefore, this cause cannot be excluded. Conclusion summary it was reported by njr that a patient experienced aseptic loosening and infection around 4 years post-implantation and underwent therefore a revision surgery. Neither x-rays, operative notes, office visit notes, nor the device or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Review of the device history records and sterilization certificate for the product could not be reviewed since no lot info was reported. However, gamma sterilization specification of the device certifies the suitability of sterilization. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. Therefore, it can be excluded that an unsterile device caused the infection. However, the IFU for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Possible causes of the infection include contamination of the product during the operation, damage of the packaging during transportation, resterilization of the device, use of expired product and reuse of the device which is only intended for single use. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).